Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8114726. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] for damaged barrels. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd ultra-fine¿ ii short needle insulin syringe was damaged before use. Customer¿s verbatim: ¿caller found a sealed bag with one syringe that was very damaged from 40, 45 & 50. Barrel damaged occd date (B)(6) 2019. Consumer placed to the side and used another syringe from this packet. No injury. Sending mail kit and voucher. Voucher he will use at local pharmacy.¿

Manufacturer narrative:
Investigation: customer returned (1) loose 0.5ml, 8mm bd insulin syringe. Consumer reported one syringe that was very damaged. The returned sample was examined and exhibited a crushed barrel, thus confirming the alleged defect. A review of the device history record was completed for batch# 8114726. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] for damaged barrels. Possible root causes for crushed barrel: defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. Infeed dial at barrel printers. Loss of back pressure at infeed rail also at form fill & seal.

Event description:
It was reported that a bd ultra-fine¿ ii short needle insulin syringe was damaged before use. Customer¿s verbatim: ¿caller found a sealed bag with one syringe that was very damaged from 40, 45 & 50. Barrel damaged occd date feb 18, 2019. Consumer placed to the side and used another syringe from this packet. No injury. Sending mail kit and voucher. Voucher he will use at local pharmacy.¿